Event description:
Patient reported that their aligner caused tooth fracture. The patient's dentist treated the fractured tooth and placed a crown. No further information available.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.